Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Preamendment. Customer has indicated that the product is in process of being returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the meshgraft device was not cutting on each side. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii four times. The last repair was september 28, 2016 where it was reported that the device was not cutting through the skin graft and the cutter, roller, and worn side plates were replaced and the ratchet was repaired. Initial qa inspection of the meshgraft ii revealed that the roller and cutter were worn and dull which would cause the incomplete cut. The calibration was within specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the cutter and roller. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the roller and cutter was worn and dull. The root cause of the device not cutting each side was due to the roller and cutter being worn and dull. The worn roller and cutter can cause the mesher to create an incomplete cut during use. The issue was resolved with the replaced cutter and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.